Event description:
The reason for call was patient (pt) says that for the past couple months, their stimulation has been turning off for no apparent reason. They said that they will go to charge implanted neurostimulators (ins), and sometimes it will say stimulation is off, and they have to keep turning it back on. Pt said they met with a manufacturing representative (rep) "and she helped me go over the groups" and says she doesn't remember if she told them about this issue of stimulation turning off. The issue was not resolved. Reviewed that pt should charge ins then check the charge level later in the day, to determine if the ins is running out of battery faster than she realizes, which could be the reason stimulation turns off. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.